Event description:
It was reported in customer complaint #(B)(4) that a survey sample tested when using b locus high res ssp unitray kit (catalog #4730010, lot #009 984375) resulted in b 47:02 when the result should have been b 47:03 ((B)(4)). Catalog #472313 b17 ssp unitray kit with taq polymerase, lot #004 825654 862612 has been identified as product that would be affected by this issue.

Manufacturer narrative:
Internal investigation has confirmed that primer mix b-086 found on lane 9 in the b17 ssp unitray kit with taq polymerase (catalog #472313 lot #004 825654 862612) will give a false negative for the b 47:03 allele in the affected product according to the labeling. The labeling stated the primers in primer mix b-086 would amplify this sequence in the b 47:03 allele. Root cause has been determined to be product design (incorrect labeling).